Event description:
It was reported that the user had often experienced the issue with the cone on the intermittent catheter, which was found to be cracked or already cracked when they open the package. They inject the drugs into the bladder and therefore used the cone in the morning and evening. They also feel that the size (ch) was varied within the same box. It has been on different batches, but also within the same batch, it seems a bit random. Sometimes the intermittent catheters were smaller than ch 08, and then it bends when the user tried to insert it, as it was too weak. Also, sometimes it was a little thicker.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted 14 opened and 1 unopened magic 3 intermittent catheters were received. Visual evaluation noted the catheter funnel had cracks and tears on them. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure mode could be due to" no tooling specification." The product was not used for diagnosis or treatment. The product had failed to meet the specifications, and was influenced by the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labeling could not have prevented the reported failure. Correction: d. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user had often experienced the issue with the cone on the intermittent catheter, which was found to be cracked or already cracked when they open the package. They inject the drugs into the bladder and therefore used the cone in the morning and evening. They also feel that the size (ch) was varied within the same box. It has been on different batches, but also within the same batch, it seems a bit random. Sometimes the intermittent catheters were smaller than ch 08, and then it bends when the user tried to insert it, as it was too weak. Also, sometimes it was a little thicker.